Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a bipolar resection of a uterine fibroid, the end of the loop detached from the electrode mid procedure. The broken off piece could not be found and an xray was done. The location of the broken off piece is still unknown. Due to the x-ray and since the location of the broken off piece is unknown, a report is required.

Manufacturer narrative:
Device evaluation: as the product was not returned, a final determination of the root cause is not possible. A review of similar cases involving the same product indicates that the cutting loop was most likely damaged due to mechanical overload. The customer will be informed to carefully follow the warnings in the instructions for use (IFU), specifically regarding the risk of overloading the device. We will continue to track and trend complaints in accordance with our trending process to monitor for any recurring patterns or issues. No manufacturing defects were identified during the investigation. The event is filed under internal karl storz complaint ID: (B)(4).